Event description:
Warning light failure: the shutter of one of the gadolinium sources appeared to be stuck open, but the warning light that is supposed to be illuminated anytime the shutter is open was not on.